Event description:
Boston scientific crm received information that this chronic left ventricular (lv) lead is no longer capturing consistently. The lead was explanted and successfully replaced. To date there have been no adverse patient effects report.

Manufacturer narrative:
Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.